Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023. H6: investigation summary our quality engineer inspected the 4 photos and 1 sample submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed but the defect of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample showed that the needle of the sample pierced through the catheter. Bd determined that the failure could have possibly occurred during product application. However, since we cannot confirm how the product was exactly used this rot cause cannot be confirmed. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd angiocath plus¿ IV catheter tip damaged. The following information was provided by the initial reporter, translated from korean to english: catheter tip damage.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ IV catheter tip damaged. The following information was provided by the initial reporter, translated from korean to english: catheter tip damage